Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain") in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not performed". The patient's past medical history included multigravida and parity 2. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), headache ("headaches"), weight increased ("weight gain"), the first episode of mental disorder ("mental health"), allergy to metals ("allergy to nickel") with erythema, rash, skin mass, pruritus, urticaria and swelling, the second episode of abdominal pain ("lower stomach pain"), migraine ("migraines"), arthralgia ("joint pain") and the second episode of mental disorder ("essure caused or aggravated any psychiatric and psychological condition"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the back pain and the last episode of abdominal pain was resolving, the depression, anxiety, allergy to metals, migraine, arthralgia and the last episode of mental disorder outcome was unknown and the headache and weight increased had resolved. The reporter considered allergy to metals, anxiety, arthralgia, back pain, depression, headache, migraine, weight increased, the first episode of abdominal pain, the first episode of mental disorder, the second episode of abdominal pain and the second episode of mental disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe and persistent abdominal pain') and back pain ('back pain') in a 26-year-old female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not performed". The patient's medical history included multigravida, parity 2, chronic cervicitis and paratubal cyst. Concurrent conditions included dizzy, numbness, post coital bleeding, dysuria, dyspareunia, dysmenorrhea, ovarian cyst, bloating, spotting vaginal, vulvovaginitis and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("lower stomach pain"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), headache ("headaches") and allergy to metals ("allergy to nickel") with erythema, rash, skin disorder, pruritus, urticaria and swelling and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced mental disorder nos ("mental health"), migraine ("migraines"), arthralgia ("joint pain"), psychiatric disorder nos ("essure caused or aggravated any psychiatric and psychological condition") and fatigue ("fatigue"). The patient was treated with surgery (tvh, bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression, anxiety, mental disorder nos, allergy to metals, migraine, arthralgia, psychiatric disorder nos and fatigue outcome was unknown, the back pain and abdominal pain lower was resolving and the headache and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, fatigue, headache, mental disorder nos, migraine, weight increased and psychiatric disorder nos to be related to essure. The reporter commented: there is descripency in date of removal previously it was (B)(6) 2013 and now new insertion date is (B)(6) 2013 insertion details-coils that appeared trailing into the uterine cavity was 2 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: the fallopian tubes are occluded. Concerning the injuries reported in this case, the following ones were confirmedin patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received- lot number added.new reporter, medial history were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe and persistent abdominal pain') and back pain ('back pain') in a 26-year-old female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not performed". The patient's medical history included multigravida, parity 2, chronic cervicitis and paratubal cyst. Concurrent conditions included dizzy, numbness, post coital bleeding, dysuria, dyspareunia, dysmenorrhea, ovarian cyst, bloating, spotting vaginal, vulvovaginitis and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower ("lower stomach pain"). In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), headache ("headaches") and allergy to metals ("allergy to nickel") with erythema, rash, skin disorder, pruritus, urticaria and swelling and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced mental disorder nos ("mental health"), migraine ("migraines"), arthralgia ("joint pain"), psychiatric disorder nos ("essure caused or aggravated any psychiatric and psychological condition") and fatigue ("fatigue"). The patient was treated with surgery (tvh, bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression, anxiety, mental disorder nos, allergy to metals, migraine, arthralgia, psychiatric disorder nos and fatigue outcome was unknown, the back pain and abdominal pain lower was resolving and the headache and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, fatigue, headache, mental disorder nos, migraine, weight increased and psychiatric disorder nos to be related to essure. The reporter commented: there is discrepancy in date of removal previously it was (B)(6) 2013 and now new insertion date is (B)(6) 2013 insertion details-coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: the fallopian tubes are occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number:a27192 manufacturing date:2012/07 expiration date:2015/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was not performed". The patient's past medical history included multigravida and parity 2. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression"), anxiety ("anxiety"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), the first episode of mental disorder ("mental health"), allergy to metals ("allergy to nickel") with erythema, rash, skin disorder, pruritus, urticaria and swelling, abdominal pain lower ("lower stomach pain"), migraine ("migraines"), arthralgia ("joint pain"), the second episode of mental disorder ("essure caused or aggravated any psychiatric and psychological condition") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, depression, anxiety, allergy to metals, migraine, arthralgia, the last episode of mental disorder and fatigue outcome was unknown, the back pain and abdominal pain lower was resolving and the headache and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, arthralgia, back pain, depression, fatigue, headache, migraine, weight increased, the first episode of mental disorder and the second episode of mental disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. New reporters added. Essure indication updated and new event fatigue added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.